Event description:
It was reported that the patient complained of fatigue. It was noted that there was suspected occasional intermittent undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.